Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis of the pump/pump head also found a hole in the pump tube and mechanical wear. Eval code - conclusion code is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving remodulin at a concentration of 10 mg/ml and a dose of 9.849 mg/day via an implantable pump. It was reported the patient heard a non-critical alarm on (B)(6) 2016 around 11:20pm and a critical alarm at 11:45pm. The patient went to the emergency department the morning of (B)(6) 2016. The pump was interrogated and a motor stall and recovery was noted in the event log. The pump was inactivated and the pump alarms were disabled. The patient was started on a peripheral IV of remodulin and was admitted to the hospital. The cause of the motor stall in unknown. The pump was replaced on (B)(6) 2016 with a new medtronic pump and the issue was considered resolved. Additional information was received from a manufacture's representative including pump logs that showed the motor stalled on (B)(6) 2016 at 22:37 and a recovery on (B)(6) 2016 at 17:15. It was reported the patient had a loss of therapy that was sudden and gradual. No rotor study or dye study was performed. The issue was noted as resolved without sequela.

Manufacturer narrative:
Material analysis report showed an unknown material was observed on pump rollers after a motor stall during a pah trial using treprostinil. Infrared and raman spectroscopy show the material is consistent with polydimethylsiloxane. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.